Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h11 (e1 - event site full name - (B)(6) hospital).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that there was an issue with the power supply. Therefore the fse replaced the power supply and returned the unit in good-working condition to the customer.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit was not turning on and had issue with the power supply. There was no patient involvement reported.